Event description:
Off label use in unapproved indication [off label use of device] this report from the united states was reported by a consumer via company representative on 02-jun-2025 and concerns a patient of unknown age and gender who experienced lumps coincident with evolysse form. On an unknown date, the injector administered form in the patient's temple. The patient reported "I'm one week out with the lumps exactly the same size." Medical history and concomitant medications were not provided. At the time of the report, the outcome of the lumps was not recovered. Company comment: investigation in progress. Database reference number: (B)(4).